Event description:
It was reported that the alarm for the invasive blood pressure (ibp) took a long time to be generated by the intellivue mx800 patient monitor and only a yellow alarm was announced, not a red alarm as expected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.